Event description:
On (B)(6) 2017, the reporter contacted lifescan USA,, alleging that the subject meter read inaccurately high compared to another device (unkown) . The reporter claimed obtaining blood glucose reading of ¿64 mg/dl¿ with the subject meter, and ¿47 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for accuracy. This complaint is being ruled out as a reportable event due to the following conclusion(s): the product did not cause or contribute to a serious injury. The patient did not experience any symptoms or seek any medical attention because of the reported issue. In addition, there was no evidence that the product malfunctioned.

Manufacturer narrative:
Supplemental sent to correct information previously sent. The initial report was submitted in error as this report is deemed non reportable.